Event description:
It was reported by service report that the scales were not weighing correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - scale out of calibration.